Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6), (B)(6), (B)(6) 2018. Unable to click the head trial onto this standard neck trial. The metal ring around the trunnion appears to be interfering with the locking mechanism. Action taken: surgeon decided to trial with a different neck option. Three minute delay to procedure. Female patient ID"(B)(6).

Manufacturer narrative:
Return of the device confirmed the failure mode. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.